Event description:
A customer reported their x8-2t transducer seal was damaged. This probe is associated with the epiq 7g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem, and a replacement transducer was ordered to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.